Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. Medwatch (B)(4).

Event description:
It was reported to covidien that a customer had an issue with a sponge. The customer reports they opened the x-ray detectable sponges onto the sterile field during a procedure. They counted 11 sponges and not 10. All sponges were removed from room. They did not reach the patient.

Manufacturer narrative:
The complaint report indicated that a returned sample was expected and to date a sample has not been received. This complaint will be re-opened should a sample be returned in the future. The customer report did not include a lot number, however; according to the provided medwatch report the lot number was listed as 15c03396. This lot number is not a valid manufacturing lot number as it is missing the final two digits. It may possibly be concluded to be lot 15c033962x, which matches the standard format of all lot numbers produced by the manufacturing plant. As such, a device history record review was conducted for lot # 15c033962x produced on 03/12/2015 and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The device history record (DHR) review showed that all acceptance criteria inspections were within specification during the production process. All DHR's are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. The potential root cause for this condition is that the product is auto banded and held together by a paper band that goes around each stack of 10. The looseness of the band can allow some of the gauze to slip out of the bundle when handled. A formal corrective and preventative action (CAPA) has been opened to address this issue. This issue will be reviewed during the monthly report out for the factory. No further corrective action is required at this time. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management.